Event description:
The customer reported a saturation fault and would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator floppy disk. System operates as intended. (B) (4)